Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to infection and erosion. The patient had an open wound that was treated and additionally IV antibiotics were administered. There were no additional adverse effects reported. The product was explanted.